Event description:
Event description guidant received information that this transvenous defibrillation lead has exhibited an out-of-range shocking lead impedance measurement for the past year. Guidant discovered additional information, that three years ago, this lead exhibited a normal shock impedance measurement was observed for 21j shock, but an out-of-range measurement for all shock lead impedance tests after closing. At that time a 5 joule shock was delivered and a normal value was measured.